Event description:
Additional information notes that the atrial lead continues to have loss of capture. Subsequently the lead was capped and replaced.

Event description:
The patient presented to the hospital complaining of palpitations. No arrhythmias were detected but noise was observed on the atrial intracardiac. The device also exhibited intermittent loss of atrial capture and bipolar lead impedance was <200 ohms. The atrial output was programmed to the unipolar configuration at 2.25 v, 1.5 ms. The patient stated he felt better though he felt the unipolar pacing occasionally.